Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 300mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus history and everything appears to be correct. The caller declined to continue testing as she mentioned having bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.